Manufacturer narrative:
The reported event of failure to capture was not confirmed, while the reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood/tissue. X-ray examination revealed the inner coil was over-torqued inside the connector region, which is consistent with procedural damage. After cleaning the helix, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported events was isolated to the over-torqued inner coil and helix being clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed through visual inspection, an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath distal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.